Manufacturer narrative:
Cloud data from the user for the period of 26nov2025-05dec2025 was downloaded and reviewed. Cloud data was found to be available starting on 26nov2025 and the pod sequence number reported was found to be activated and deactivated on 28nov2025. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system was correctly delivering the user's manual basal program. The cloud data showed that the pod reported was only used in manual mode and was correctly delivering the user's manual basal program. The cloud data showed that all bolus records were from boluses that were actively and successfully delivered, as determined by the total pulses delivered count tracked by the pod incrementing correctly based on the total bolus volumes. The system correctly generated alerts and notifications as conditions were met. No evidence of issues with the system was observed in the available data.

Event description:
It was reported that the patient was already at the hospital for initial training and settings calibration for the omnipod 5 from (B)(6) 2025 to (B)(6) 2025 but was having hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 5 and 24 hours. There were no reported symptoms. The patient was treated with a pod change done by the nurse. The pod was removed at the hospital. This report is linked to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.